Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the pst observed the ccm fail to power on. It was determined that the single board computer (sbc) was the cause of the issue. The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation of the device at the service center, the central control monitor (ccm) would not power on. There was no patient involvement.